Event description:
It was reported that the patient was presented to the emergency room after receiving shocks due to t-wave oversensing. The physician felt that the patient's potassium level may have contributed to the change in t-wave and attempted to get the potassium level to normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.